Event description:
It was reported that during a normal device replacement when attempting to implant this left ventricular (lv) lead loss of capture was exhibited and lead testing results were not good when attempting to position the lead. The lead was not implanted after more than five hours of attempting to position the lead. Additional information noted that there was an allegation of a partial fracture of this lv lead, and difficulty in lead placement was encountered due to patients' hemodynamic issues. High pacing thresholds were also noted. It was noted that a new device was not implanted due to the patient self-rhythm being stable and no pacing was needed. The lead was not expected to be returned. No adverse patient effects were reported.

Event description:
It was reported that during a normal device replacement when attempting to implant this left ventricular (lv) lead loss of capture was exhibited and lead testing results were not good when attempting to position the lead. The lead was not implanted after more than five hours of attempting to position the lead. Additional information noted that there was an allegation of a partial fracture of this lv lead, and difficulty in lead placement was encountered due to patients' hemodynamic issues. High pacing thresholds were also noted. It was noted that a new device was not implanted due to the patient self-rhythm being stable and no pacing was needed. The lead was not expected to be returned as it was disposed. No adverse patient effects were reported.

Event description:
It was reported that during a device replacement when attempting to implant this left ventricular (lv) lead loss of capture was exhibited and lead testing results were not good when attempting to position the lead. The lead was not implanted after more than five hours of attempting to position the lead. The lead was not expected to be returned as it was disposed. No adverse patient effects were reported.